Event description:
Subsequent information was received that the noise, oversensing and pacing inhibition reoccurred. Additionally, the impedance measurements on all three leads decreased, but remained within the acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the stored episodes exhibited noise which was oversensed result in four seconds of pacing inhibition. No changes were made to the system. No adverse patient effects were reported.